Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported issues with their freestyle libre 3+ (fsl3+) continuous glucose monitor (cgm), which had been offline through the night and day. Once paired, the ilet displayed high blood glucose (bg), with a highest recorded value of 400 mg/dl. At follow-up, blood glucose (bg) was 357 mg/dl and trending downward. The user's blood glucose (bg) was corrected after the new fsl3+ sensor was applied and paired, allowing the ilet corrective algorithm to resume dosing. The user's reported symptom was thirst. No outside assistance or medical intervention was required.